Event description:
It was reported that there high impedances. Reprogramming was done and impedance testing which revealed impedances >4000 ohms. The patient had significant return of all her urinary symptoms. She denied injuries that could have damaged the lead. Additional information reported there was lead/ extension/ accessory breakage but it was unclear. The device was explanted and replaced as a result of this event. The patient was doing well and receiving effective therapy, she recovered without sequelae. The device was returned.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0lh5s, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0tkq6, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead (l/n va0lh5s) found the distal end of the lead was broken under electrode. All electrical testing passed but the lead stretched to 33cm. Impedance measurements was noted to be less than 1000ohms.